Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4282311. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: they have 2 locations (xxx xxx xxx and xxx xxxx) that have reported an issue with the iagbc lot #s attached above tied to item #382534 and item #382544. They are reporting that device is not fully retracting and leaving an exposed needle that is dangerous to the clinician and patient. Dates are unknown.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.